Manufacturer narrative:
The insulin pump was received stuck in motor error loop during bolus and basal delivery. Unable to confirm e70 and e3 error alarm due to erased history file. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
It is reported that the pt's sensor insulin pump displayed a motor error. The pt's blood glucose level was unk. Troubleshooting was conducted and we explanted the possible causes for the alarm. Device is being returned. No further info available.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.